Event description:
The pt has been intermittently non-compliant with their anticoagulation and several months prior to surgery, stopped taking their coumadin. The pt experienced fatigue and general malaise with acute exacerbation of chest pain. Cardiac catheterization demonstrated one of the leaflets was "completely frozen" in the closed position and the other leaflet was moving "sparingly". Intraoperatively, the valve was clotted "significantly". The valve was explanted and replaced with a 29cavgj-514; however, the leaflets were immobile following implant and the valved graft was removed. A 23mm medtronic-hall composite graft was then implanted.